Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system faults on 400 vdc to standalone board. The power converter board failed. Replacing the board and re configuring it resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The board has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a posterior spinal fusion procedure. It was reported that the image acquisition system (ias) would not boot past initializing systems, please wait screen. The ias was rebooted twice and the whole system rebooted once, and that did not resolve the issue. At this point, the site brought in a different o-arm and were able to finish the case. This caused a 45 minute delay. No known impact on patient outcome.

Manufacturer narrative:
Analysis on the returned enclosure power conversion resulted in an electrical failure found from functional testing and visual/physical examination. Analysis stated that the device failed in bench testing. The q30 transistor shorted and the 450v capacitor was leaking. If information is provided in the future, a supplemental report will be issued.